Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke in half [device breakage]. Consumer contacted via e-mail and stated that the brush head broke in half while his/her son was brushing his teeth. No injury was reported.